Event description:
Hospital personnel responded to a patient in cardiac arrest following cardiac surgery. According to the reporter, the device would not pace the patient and powered down by itself when the charge button was pressed. The patient was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the patient's death because the patient was not viable.